Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the screen on the arctic sun device was not responding. Per review of wo on (B)(6) 2022, date of event occurred was (B)(6) 2022.

Manufacturer narrative:
Per investigation findings, bd has determined that the reported event was not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen on the arctic sun device was not responding. Per review of wo on 07nov2022, date of event occurred was 04nov2022.